Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer evaluated the unit and touchscreen isn't working. The reported issue was resolved by installing a new video gen board. Replaced kit, display monitor to video gen board. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.